Event description:
It was reported that (1) trt75 was used during a lobectomy procedure. It was reported by the rep that the stapler was opened and fired properly for four firings. On the fifth firing, stapler appeared to fire properly. On inspection of the staple line, however staples were formed fine on one side of the cut line and did not form on the other side of the staple line. Opened another cartridge and the stapler was fired behind the faulty staple line to satisfaction. There was extended or time by five to seven minutes.